Event description:
It was reported that, "during the tka, the surgeon noticed the rusty specialty triathlon ap sizers (l/r)." Further information: the surgeon had noticed it after previous surgery. At that time, he has scoured the rust off from the devices. Additionally, our engineer thinks that the stylus body and the adjustment screw had not been welded. Because he could not find out the evidence of welding on the body.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2011-00558.